Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopy event description: during a laparascopic procedure, the surgeon is having trouble opening a retreival bag through our 12 mm trocar. I am awaiting info on the provider of the bag. When the surgeon is manipulating with the bag using a grasper, the trocar housing / seal splits and the plastic part falls into the patient. The part is grasped and removed without harm done to patient. Additional information received from applied medical representative via email on 17jan24: all the pieces were retrieved from the patient. No internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: the device was removed without trouble after as end of the procedure. Patient status: patient ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment and a torn septum. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: laparoscopy. Event description: during a laparascopic procedure, the surgeon is having trouble opening a retreival bag through our 12 mm trocar. I am awaiting info on the provider of the bag. When the surgeon is manipulating with the bag using a grasper, the trocar housing / seal splits and the plastic part falls into the patient. The part is grasped and removed without harm done to patient. Additional information received from applied medical representative via email on 17jan24: all the pieces were retrieved from the patient. No internal seal components were removed or cut in order to inspect the damaged component. Additional information received from applied medical representative via email on 7feb24: I met with the customer yesterday, and they did not have further details for me. Lot unknown and the re-usable grasper being used in the procedure, they don¿t know the size of. Type of intervention: the device was removed without trouble after as end of the procedure. Patient status: patient ok.